Manufacturer narrative:
A sample was not available for investigation of this feedback; however the customer indicates that kinks were identified to the tubing below the drip chamber. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 18026318 and 18025334 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous similar investigations have determined that the presence of kinked tubing are most likely a result of the set being inadequately coiled prior to the packaging and sterilization process. This is a manual process and is likely to have occurred due to human error. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against products from this manufacturing site in the past 12 months.

Event description:
The reported feedback suggests 3 IV sets kinked. No harm to patient or user.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests 3 IV sets kinked. No harm to patient or user.